Event description:
It was reported that over the past four months there has been a high number of short interval counts (sic) on the right ventricular (rv) lead. There was also a non-sustained ventricular tachycardia episode showing noise on the rv channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 4998 ventricular sensing integrity counts are recorded beginning (B)(6) 2013. There is one non-sustained tachycardia (nst) event of less than 220 milliseconds v-v cycle recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. (B)(4).